Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the complaint investigation. Updated fields: d8, h2, h6. The device was not returned for evaluation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonoscope tested positive for >100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.